Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps wire was broken and protruding. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer noticed that the wire was exposed when cleaning the instrument during surgery. There was no loss of cautery from the damaged wire. There was no instrument collision and no problem removing the instrument from the cannula. The customer used a backup instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation at the distal end. The wires are exposed. The instrument was placed on an in-house system and passed all tests. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves. There were also signs of corrosion found on the instrument bearings. Both the pitch and grip cables exhibited orange discoloration. Charring and localized melting was also found on the outer surface of the bipolar yaw pulley resulting in an exposed electrode. The complaint was confirmed based on failure analysis.